Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, " pinnacle set used on 26.05.25 contained only one 25mm drill bit and did not include any 40mm drill bit. Unfortunately, the only 25mm drill bit broke intra-operatively halfway through drilling. Thankfully, the surgeon was still able to insert 1x 30mm pinnacle screw. No adverse event so far, the broken piece able to retrieve, did not enter patient's body." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿img_1865.jpg¿. The photo investigation revealed that '227456000, quickset 3.8 dimtr dr bit 25mm was broken. The observed condition of the device is consistent with a component failure that was caused by multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. The pinnacle set used contained only one 25mm drill bit and did not include any 40mm drill bit. The only 25mm drill bit broke halfway through drilling. The surgeon was still able to insert 1x 30mm pinnacle screw. Fragment was retrieved and did not enter the patient. Procedure was completed successfully with no delay. There was no patient consequence.